Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as 3012790575-2026-00001 is a duplicate of 3012790575-2026-00005.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided as 3012790575-2026-00001 is a duplicate of 3012790575-2026-00005.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the unit had wires exposed/frayed and a dangling strain relief. There was no patient involvement. Due diligence is complete. No additional information is available.